Event description:
A surgeon reported patient with diffuse white blood cells in stroma, both within area of epithelial defect and outside epithelial defect at one day photorefractive keratectomy (prk) post-operative visit. At visit patient complained of eyes being "very uncomfortable". Additional information from reporter indicated the patient's topical steroid dosage was increased and oral steroids were prescribed. Additional information has been requested. This report references the right eye. An additional report will be filed for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).